Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 3.8 cm diameter abdominal aortic aneurysm. It was reported that on the patient had decreased dorsalis pedis pulses and claudication. Upon cta, it was discovered that the patient had intra-luminal thrombus in both of the endurant limbs. There was the appearance of moderate compression of the distal limbs at the level of the aortic bifurcation with increased velocities through that area. Angiographic run-off also showed a partially occluded left popliteal artery. The physician performed a bilateral stenting of existing limbs with another manufacturer¿s 9x59 stents resolving the event. The patient also received two days of lytic therapy. The physician stated that the event was related to both the procedure and device. No additional clinical sequelae were reported.